Event description:
This device case, reported by a consumer, who contacted the company to report a product complaint, concerns a patient of unknown age and origin. Medical history and concomitant medications were not provided. The patient was taking an unknown medication beginning at an unknown time via a humapen ergo reported as a teal-clear ms8929, lot 40185, for an unknown indication. On 20-mar-2003 the reporter stated patient had one humapen and it did not apply the correct quanity of insulin. The button did not work and the injection screw was turning without applying the insulin. The needle was changed every two applications and kept under room temperature. The two cartridge holder engagement tabs were reported as broken. Additional information is being requested. The device was operated by the patient. The device training and usage is unknown. The device has not yet returned to the company for analysis. This device is associated with cid 172956. The contents of this complaint narrative suggest that this device may have had both engagement tabs broken. However, this cannot be confirmed without the device. In the event that the device is returned, it will be evaluated to determine if a reportable malfunction has occurred. Update: additional information received from the product quality system. Changed the humapen type to teal clear based on the reproted lot number of 40185. Updated device pages, cioms and narrative. Results/conclusions: this device used for treatment purposes. The contents of this complaint narrative suggest that this device may have had both engagement tabs broken. However, this cannot be confirmed without the device. In the event that the device is returned, it will be evaluated to determine if a reportable mafunction has occurred.